Manufacturer narrative:
Upon receipt of the artificial urinary sphincter (aus) at our quality assurance laboratory, the returned device underwent a thorough analysis. Visual examination of the pump and balloon identified there were no abnormalities present. When the cuff was visually inspected, the cuff tab was found to be cut but considered most likely due to explant damage. The cuff, pump, and balloon passed the leak testing performed. The balloon did not pass the functional testing within product specifications. The balloon failure could have affected the product performance. Based on the information available, the reported observation was an infection which is known as an adverse event in the ams 800 hazard analysis, so a conclusion of known inherent risk of device was chosen.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to an infection in the scrotum. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient underwent surgical intervention to explant the artificial urinary sphincter (aus) due to an infection in the scrotum. There were no additional patient complications reported.